Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device stopped working. They tried to connect with the patient programmer and could not get it to communicate and it was embarrassing because they had urinary incontinence and were standing in a puddle yesterday. Patient services reviewed that the ins may have reached end of service. The patient was redirected to their hcp to check the device status and discuss possible replacement. No further device issue alleged / identified. No further patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) who noted the patient said the ins is not working and they are going to replace it in the future. No further patient complications have been reported as a result of this event.